Manufacturer narrative:
Product analysis: loss of communication could not be confirmed or reproduced. The analyzer passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a message, indicating a loss of communication between the programmer and analyzer. It was noted that, due to this, lead analysis was unable to be completed. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.